Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision right total hip for infection. Dair procedure (debridement, antibiotics , implant retention). Acetabular liner and femoral head removed to allow for irrigation and washout of the joint. The bearing was a metal on metal articulation. The hip on exposure revealed large amounts of colored yellow looking fluid. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Yes, facility name of original implant? [Hospital], was device explanted? False, hardware/explant removal due to: infection?, metal on metal articulation , did patient require revision surgery? False, if yes, date of revision surgery. [Date], reason for revision surgery. Infection? Metal on metal articulation, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, ip-(B)(4). Device property of? None, device in possession of? None, ip-(B)(4). Device property of? None, device in possession of? None, ip-(B)(4). Device property of? None, device in possession of? None, ip-(B)(4). Device property of? None, device in possession of? None, ip-(B)(4). Device property of? None, device in possession of? None. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.